Manufacturer narrative:
(B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. Data was extracted using approved software, and extraction was successful. Watermark was not observed at the base of the sensor tail. The returned sensor was de-cased and performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly). During de-casing, sensor was damaged. An extended investigation and visual inspection was performed on the returned sensor and damaged to the molex and antenna was observed. Data extraction was attempted however, sensor did not read. Upon further investigation, molex connector and antenna had been damaged due to de-casing and unable to be re-soldered/repaired due to the solder pads coming away from the pcba (printed circuit board assembly) was observed. Without the molex connector connected, smu test was unable to perform. Therefore, this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Product has been returned, and the investigation is currently in process. A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. Data was extracted using approved software, and extraction was successful. Watermark was not observed at the base of the sensor tail. The returned sensor was de-cased and performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly). During de-casing, sensor was damaged. An extended investigation and visual inspection was performed on the returned sensor and damaged to the molex and antenna was observed. Data extraction was attempted however, sensor did not read. Upon further investigation, molex connector and antenna had been damaged due to de-casing and unable to be re-soldered/repaired due to the solder pads coming away from the pcba (printed circuit board assembly) was observed. Without the molex connector connected, smu test was unable to perform. Therefore, this issue is unable to test. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10(addtl mfg narrative) was incorrectly documented in the previous report. Correction has been done.